Event description:
It was reported that the pt developed an abscess near the catheter entry site. The pt had a fever, but no withdrawal symptoms. The plan was to remove the catheter, leave the pump in place infusing at minimum rate, until the pt was healed, but the health care provider did note that pump explant was possible as well. The pt was also being treated with antibiotics. The pt's daily dose was being slowly decreased prior to the removal of the catheter. The drug, concentration, and dose contained in the pt's pump was not reported. The MFR's device tracking system indicated baclofen.

Manufacturer narrative:
Results: refers to the catheter.